Manufacturer narrative:
The log file was analysed with respect to the reported event. The analysis of the log file confirmed the alarm message "device failure (14)" followed by an "alarm system failed" alarm on the reported date of event. These alarm event was posted as reaction on a detected impaired internal hdbaset communication between the ventilation unit and the ecd. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on the technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. The device reacted and alarmed as specified. Dräger service already performed successful system cable / pba syscon ecd fitment checks. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition. In this case no patient health consequences have been reported. The results of the investigation did not reveal any new risks not covered by the product risk management file.

Event description:
It was reported that the main visual display failed, ventilator alarming, tidal volumes displayed on emergency panel. The device alarmed. No stop of ventilation, nor patient health consequences have been reported. At the present time, the duration of inoperability of the affected cockpit is not clear. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the main visual display failed, ventilator alarming, tidal volumes displayed on emergency panel. The device alarmed. No stop of ventilation, nor patient health consequences have been reported. At the present time, the duration of inoperability of the affected cockpit is not clear. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.